Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was duplicated during lab tests. Fuse f6 was found open.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Phone number not provided.

Event description:
It was reported to philips that the device failed to power up. There was no reported patient involvement.